Event description:
During the primary knee surgery and after cementing the femoral component, the implant fell off the femur. The surgeon stated it was unusual behavior for the cement and it was noticed on 2 following cases after this one. This caused an hour delay in the case due to the hardened cement having to be removed. The same femoral component was used to complete successfully the case. The cement used was not a medacta product.

Manufacturer narrative:
Batch review performed on 28 december 2021. Lot 1905067: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.